Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the severly calcified and moderately tortuous proximal left anterior descending (lad) artery. After a non bsc guidwire crossed the lesion, predilatation was performed with increasing size of balloon catheter from 15mmx2.5mm to 20mmx3.0mm emerge¿ balloon catheter. The physician then advanced a 3.50mm x 20mm emerge¿ balloon catheter for dilatation. It was noted that the device had difficulty crossing the lesion but finally able to cross. On the first inflation at 5 atmospheres for 5-6 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 8mmx4.0mm nc quantum apex¿ balloon catheter. No patient complications were reported and the patient's status was good.